Event description:
The catheter severed in the patients urethra. Additional information has been requested.

Manufacturer narrative:
A review of complaint history and quality control was conducted during the investigation. Per information supplied by the customer, no product will be returned. There is no evidence to suggest that the product was not manufactured to specifications. The patient event info states. "The tip of the catheter detached in the ureter and was not able to be retrieved directly by the physician. The tip did subsequently pass naturally." Available information is inconclusive as to why this failure mode occurred quality engineering risk assessment was used to assess the risk of this complaint per the conclusion no further risk reduction is required. The appropriate internal personnel have been notified and monitoring for similar complaints will continue.

Event description:
Translation received on december 24, 2014. The issue says that the tip of the catheter detached in the ureter and was not able to be retrieved directly by the physician the tip did subsequently pass naturally.

Manufacturer narrative:
(B)(4). The event is currently under investigation.